Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine at unknown concentration and dosage via an implantable infusion pump for the treatment of spinal pain and post lumbar laminectomy syndrome. It was reported that the patient reported pain and itching as well as possible withdrawal symptoms. The pain was in his back. His legs itches and he was shivering. The pump was implanted on (B)(6)2018 and the patient was still in hospital recovering. The patient was recommended to followup with healthcare provider (hcp). No further complication was reported.